Event description:
This loaner shaver handpiece was returned by the customer with no reported problem.

Manufacturer narrative:
Investigation findings: this shaver handpiece was returned after loan from the facility. During testing of this handpiece, it was found to operate on its own. The cause of this failure was unable to be determined. Conmed linvatec will continue to monitor this product for failures.